Event description:
It was reported that pump housing and usb port were damaged, which affected ability to charge, although pump had not shut down. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate insulin method if necessary, while technical support confirmed shipping details, arranged shipment of replacement pump under warranty, and instructed customer to let battery fully deplete, return problematic pump within 10 days using provided materials, and then program pump settings and connect continuous glucose monitor on replacement pump.